Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy (B)(4) reports: patient received hip-tep right side on (B)(6) 2010. Revision on (B)(6) 2010. Inlay was tilt medial. Head had cranial contact to the metal shell. Inlay and head were changed. Received information from hospital (B)(6) that the liner was out of shape and deformed when explanted. Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event: however, evidence suggests spin out (from ridge loading and the liner was not properly seated) can be attributed to the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Revision on (B)(6) 2010. Inlay was tilt medial.